Event description:
The user manual revision incorrectly states that the product status code assigned to a new blood product will be the same as the old blood product, when using the conversion function. A manually applied quarantine status code (qm) will not be carried forward to the newly created product. System generated product status codes, i.e, those related to test results and donor criteria are carried forward to the new product in the correct manner.